Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that a review of the implantable pulse generator (ipg) at end of life (eol) indicated that there has been occasional noise on the atrial and/or ventricular leads over the life of the device, increasing over the few months prior to explant. The physician suspects a loosening set screw. The noise could not be duplicated on the leads after the device was explanted and replaced. No patient complications have been reported as a result of this event.